Event description:
The patient contacted nephron pharmaceuticals corporation via email on (B)(6) 2014, regarding a product malfunction associated with the ez breathe atomizer. The patient reported that the atomizer failed to produce an aerosol mist to alleviate his asthma symptoms despite cleaning the unit as instructed. Furthermore, the patient added that he experienced an asthma exacerbation when the unit failed to function. Multiple attempts were made to reach the patient via telephone and by mail unsuccessfully. No additional information was available concerning the nature of the malfunction and the seriousness of the event.